Manufacturer narrative:
Product event summary: at analysis the stated reason for return of the screen not working properly was not confirmed however the screen was calibrated. It was additionally noted that there were errors in the update history and new software was installed, the device was cleaned and it then passed functional, electrical and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen did not work properly. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.